Event description:
Based on the complaint description, this was the physician's first case. The case was a coronary diagnostic procedure. The patient was obese and had some calcification, little tortuosity and some scarring. When resistance was encountered during device insertion, the physician pushed and fractured the device. Fluoroscopy revealed the latchwire prolapsed upon itself in the subcutaneous tissue. Upon device removal, the latchwire was observed to be kinked and the device body fractured at the heel. Separated latchwire using hemostats and then placed sheath over latchwire and converted to standard arteriotomy.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the DHR was performed for this lot and no ncmrs have been initiated that are related to this failure mode. Complaint history for this lot was reviewed and no similar complaints for this failure mode were found. The axera 2 access system instructions for use (IFU) was reviewed. Based on the review completed, there is no evidence to suggest the device was out of specification. The probable root cause for the reported device fracture, based on available information, is use error due to excessive force exerted on the device during device insertion when resistance was encountered. The probable root cause for the reported failure to insert device into patient and latchwire kinked issues, based on available information, is patient factors.